Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd pegasus¿ safety closed IV catheter systems leaked fluid from between the catheter tube and hub during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the CT room, fluid leakage occurred between the catheter tube and the hub during the use of the product, which did not affect the patient".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: a device history review was conducted for lot number 0078907. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility was reviewed by our team of quality engineers. Through the use of microscopy, they were able to view the breach in the catheter tubing that lead to the observed leakage. The surface of the puncture is smooth and indented, this may suggest contact with a cutting implement or sharpened surface. A through review of the manufacturing line as unable to identify any surfaces that could have resulted in the observed damage. Based on the available information , our engineers are unable to associate the damage to the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that 3 bd pegasus¿ safety closed IV catheter systems leaked fluid from between the catheter tube and hub during use. The following information was provided by the initial reporter, translated from chinese to english: "in the CT room, fluid leakage occurred between the catheter tube and the hub during the use of the product, which did not affect the patient."